Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 3 degenerative mitral regurgitation (mr) for a mitraclip procedure. One clip was implanted and mr was reduced to grade <1-1. On (B)(6) 2024, the clip was observed detached from the posterior leaflet on transesophageal echocardiography (tee). Mr increased to grade 2-3. No evidence of chordal rupture, tissue damage or any other leaflet injury were observed.